Event description:
Post-operative condition, another country's legal department notification of product liability dispute was received in 2009. Nature of claim reads: "the patient considers he suffers an injury resulting from the implantation of a calaxo screw. The patient has been dismissed by his employer further to several sick leaves following the surgery. An algodystrophia has been diagnosed. The patient had another surgery (removal of the calaxo screw)."

Manufacturer narrative:
Product recall initiated august 21, 2007. CAPA.